Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed and required maintenance. A field service engineer was remote into the device to follow up on the failure reported over the weekend and confirmed that it has not encountered any problems with the device. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es door failed. The customer reported that a malfunction occurred when the user attempted to issue medication. There were no adverse events or injuries reported based on this event.